Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, non-sustained ventricular tachycardia and non-sustained rv oversensing was observed in a pacemaker dependent patient. There was an inhibition of therapy caused by oversensed beats. Imaging revealed no lead anomalies, however, the patient underwent revision to cap and replace the rv lead. The patient was in good condition following the procedure.